Manufacturer narrative:
A ge service representative performed an onsite investigation. The remote user interface was replaced. The cables to the power supply ps4 and to the c-arm box. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's remote user interface would not perform as intended and the c-arm would not move, and the emergency stop switch of the remote user interface would not lock. There was a motion error message displayed. No pt injury was reported.